Event description:
The device was returned to the manufacturer with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven years post implant. The device was analyzed and tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealedthat the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 4092-52 implantable pacing lead implanted: (B)(6) 2005; 5076-45 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Additional information was received from the hospital information provided indicated the patient was brought into the hospital in full cardiac arrest. Chief complaint: cardiopulmonary arrest. The patient was reported to have been down fifteen minutes and initially was without cardiopulmonary resuscitation (CPR). Per the family, the patient reported not feeling well, went to take a bath and passed out. A beside echocardiogram was performed and revealed cardiac standstill with no cardiac motion or activity and the patient was in asystole. Resuscitation efforts were then terminated. Past medical history was provided as diabetes, coronary artery disease, status post pacemaker and hypothyroidism.